Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an error code displayed. It was also reported the stylus pen was not synchronized to the screen despite new pen and calibrations. The programmer is expected to be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis confirmed the reported event; touchscreen was out of specifications. Analysis also found an error in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for repair.